Event description:
Covidien received information stating that when an 840 ventilator was powered on the display would flash and then go blank. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Covidien reference number: (B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed.